Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 failing pm ail sensor task. When set is installed and door closed, says door is still open. Had him check the latch sear and said he just replaced it. Bio med notice the bottom of the door hinge was damage causing the unit not to latch down correctly. Recommend to replace door assembly and gave him part number.